Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of systemic infection, clostridium difficile (c diff), peritonitis and internal infection in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced an unspecified internal infection. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was an internal infection. The cause of the internal infection was unknown. On an unreported date, the patient?s treatment started with ceftazidime and vancomycin (doses, frequencies and routes unknown) for the peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient experienced systemic infection. On (B)(6) 2012, the patient experienced a c diff infection and was hospitalized on the same day for the events. On an unreported date, the patient was treated with vancomycin (dose, frequency and route unknown) for the c-diff infection. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the peritonitis and c diff events. The patient was recovering from the systemic infection. The outcome of the internal infection was not reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number h12h11030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.